Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source was prompted to replace the lightbulb. There were no reports of patient harm.

Manufacturer narrative:
Correction to g2 of the initial medwatch. "Health professional" should not have been selected as a report source. Correction to g3 of the initial medwatch. The aware date should be 21 aug 2024. This is not a late report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to olympus, the reported malfunction could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor the field performance of this device.